Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively determined, and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable pump alarms or findings. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. D is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including hemolysis, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with severe back pain which had been worsening over the past 2 weeks. The patient was found to have splenic infarct on a computed topography scan. No instances of sub-therapeutic inr's were noted in the last 8 months. Log file review was requested which revealed no unusual events. The log file captured low power advisory alarms due to battery depletion throughout the log. There were no recent changes to pump parameters. The patient was prescribed medication for back pain, however no treatment for the splenic infract was performed.